Manufacturer narrative:
Implant and explant dates: device was not implanted/explanted. Initial reporter phone number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported no revision procedure has been needed due to this incident; an additional screw was used but the procedure was able to be completed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not provided by reporter. Device is not distributed in the united states, but is similar to device marketed in the USA device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 27 august 2013, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery, while trying to reduce the rod into the screws using the locking cap, the head of the urs screw detached. Surgeon was then forced to remove the screw shaft which had already been inserted into the bone using a removal instrument. A new screw had to be inserted and the rod had to be reduced again. The surgery was prolonged about 30 minutes. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: an examination of the material certificate and the manufacturing documents were reviewed by synthes (B)(4) - article 04.636.745 (lot 8590658) showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specification and with the international standard. This screw was manufactured in august 2013 according to specifications. All devices of the lot were sold and there are no known quality problems or failures caused by a faulty product. Based on the provided information and without the involved part no further evaluation is possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.